Manufacturer narrative:
Citation: loyalka, p. Transcatheter aortic valve implantation with a sapien 3 commander 20 mm valves in patients with degenerated 19 mm bioprosthetic aortic valve. Catheterization and cardiovascular interventions. (2017); 89:1280¿1285. Doi 10.1002/ccd.26723. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the implant of transcatheter bioprosthetic valves into degenerated surgical valves. All data were collected from a single center database between 2015 and 2016. The study population included 5 patients, one of which had been previously implanted with a medtronic 19mm mosaic. Nine years post implant, stenosis and subsequent increased gradients along with trace paravalvular leak (pvl) were noted. Subsequently, a transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.